Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a history anomaly. The customer's blood glucose level was 214 mg/dl. The caller completed the self-test and it passed. Due to the boluses not displaying in the history, the customer's device was replaced. Nothing was returned.